Event description:
I am a (B)(6) surveyor. I went to a physician office lab on a complaint investigation for the following allegation; the lab routinely reports pts' complete blood count results without quality control tests being performed as required by (B)(6), mfrs' requirements. The lab uses the horiba abx micros 60 hematology analyzer. Installed 04/19/2010. The lab was found to perform three levels of controls daily for complete blood count testing. The controls however were found to be routinely out of range. The lab uses horiba medical minotrol 16 controls. The lab routinely performs the controls multiple times to get them to come into range. Many times they are unable to get them to come into range and contact the MFR, who either comes and performs multiple service call or instructs the lab to re-calibrate or change lot numbers of controls until the controls finally come into range. I suspect an instrumentation or control problem.